Event description:
It was reported that lead noise was observed. The lead was capped and replaced. No adverse consequences were detected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.